Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic endoscopic appendix surgery, on ligation of the appendix, the device's trap caught the tail and could not be drawn out. They replaced with another device to complete the case. There was no patient injury.